Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high thresholds due to dislodgement. The lead was explanted and replaced successfully. The patient tolerated the procedure well.